Manufacturer narrative:
It was reported that the ventilator generated errors indicating disabled valves and control error. According to the problem description, multiple technical error codes were generated. The field service engineer found that the breathing control printed circuit board (pcb) and the expiratory channel pcb had obvious signs of immersion and ablation. The hospital was going to scrap the ventilator. The evaluation of received device logs shows that multiple error codes, including codes indicating stop of ventilation and internal power errors, started to appear on (B)(6) 2021, three days before the reported date of event. The date of event will be updated accordingly. Received pictures show clear evidence of liquid damage and burn marks that most likely have caused the reported problems. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to ventilator malfunction. There is no information on how the presumed liquid entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated errors indicating disabled valves and control error. There was no patient harm. Manufacturer ref.#: (B)(4).